Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the hcp is using the power-PICC during the catheter process, the puncture sheath cannot be torn open, and the catheter cannot be successfully placed, which affects the entire catheter placement process, affects the overall use of the patient, and worries about patient safety. No other information was provided.